Event description:
Pt had an endeavor otw stent implanted during index procedure. It is reported that the pt expired approx 4 yrs post index procedure. It is reported that the pt death was due to congestive heart failure. The investigator has stated that this event was not related to the study device, procedure or study drug.

Manufacturer narrative:
(B)(4). Eval, results: (death).